Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves, ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a patient encountered both limb ischemia and thrombus. Distal limb flow was checked via side port of repositioning sheath after advancement with minimal dye seen. Distal reperfusion was flushed and blood did advance into the patient's left leg. Bilateral legs were equal in color and temperature despite not being able to find pulses in left lower extremity in catheterization lab. Additionally, a clot on the inlet of the impella was observed on the echocardiogram. The doctor was worried that removing the impella while the clot was there would embolize it. The plan was made to give the patient lytics after two units of packed red blood cells in and lab recheck. Heparin bolus was given to the patient for the inlet clot. The procedural outcome was the patient survived the surgery.

Event description:
"We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute kidney injury with a "possible" relationship to the impella device used: ¿on (B)(6) 2025, during index hospitalization, while on impella support, patient developed aki due to cardiogenic shock; possibly related to atn secondary to cardiogenic shock, intravascular hemolysis. Baseline cr on admit was 1.04 ((B)(6) 2025); cr 2.50 ((B)(6) 2025). Impella setting de-escalated to p2, weaning on the pressors. Plan: administer IV furosemide 20 mg x 1, follow-up urine output, and if remains suboptimal we will initiate crrt. Her urine output has been minimal even with high-dose diuretics, nephrology recommended starting the patient on crrt. Patient became anuric and crrt was initiated. Cr improved to 1.31 ((B)(6) 2025),1.30 ((B)(6) 2025). Crrt discontinued on (B)(6) 2025 and transitioned to dialysis. Cr 3.25 ((B)(6) 2025). Transitioned to ihd (B)(6) 2025. Right ij tunneled dialysis catheter placed (B)(6) 2025. Patient is anuric and dialysis dependent. On (B)(6) 2025, family conference to discuss inability to procure funding for dialysis and cares in the u.s. Plan is to obtain a flight to patients¿ country as late in the day as possible. Dialysis to be performed just prior to her flight home. Patient will follow up at a hospital in her country. Continue weekly dialysis per nephrology recommendations. Patient discharged from hospital on (B)(6) 2025, cr 4.11 at discharge. Patient came back for last dialysis treatment on (B)(6) 2025 due to a flight delay. Cr 4.55 ((B)(6) 2025). On (B)(6) 2025, nephrology recommendation: reportedly passing more urine, plan to continue 3 times a week dialysis, when she reaches her home country, she will need to be reassessed for renal recovery. Continue avoiding nephrotoxins, dialysis today with uf as tolerated, remains dialysis dependent.¿. The patient not recovered/not resolved."

Manufacturer narrative:
The investigation of thrombus and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The investigation hemolysis, renal failure, and vascular damaged has not been completed. Should any new information be received, a supplemental manufacturer device report will be filed. B5 additional information received from the clinical site h6 health effect - clinical codes added based on the additional information received from the clinical site. Instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ g2 report source; study was missing from manufacturer device report 1220648-2025-27314.